Event description:
Pacemaker generator with atrial lead and rv lead was inserted. While the patient was in recovery it was discovered that the atrial lead had dislodged. Patient was returned to surgery for revision.